Manufacturer narrative:
Corrected data:service app fsca number, verbiage and codes were added inadvertently in the initial report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an ipg implanted on (B)(6) 2018. After attempting to program the patient post-operatively, the ipg was unable to communicate with the external devices and ipg could not be paired. Troubleshooting was attempted to no avail. As a result, another ipg was used to complete the procedure.